Event description:
It was reported that the patient presented for device change-out due to normal eri. Externalized conductors were observed upon extraction.

Manufacturer narrative:
Internal insulation abrasion was found at 7.8-9.5cm from the distal tip. External insulation abrasions were found at 46.2-47.0cm and 47.7-48.4cm from the distal tip, consistent with lead friction to the ICD. The etfe coating of the conductors was normal at these locations.